Event description:
It was reported that a spectrum pump under infused tpn to a pt. The customer stated that the pt did not get the full medication dose because the pump was "running behind with the alarms and rate." No add'l info has been obtained. Any py injury is unk.

Manufacturer narrative:
MFR ref no: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.